Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the glucose module and reagent bottle straw. This did not resolve the issue. The fse replaced the reagent syringe barrel and this resolved the issue. Although a definitive root cause has not been determined to date, the root cause appears to be hardware related.

Event description:
A customer reported that on (B)(6) 2011 an erroneous, high glucose (glucm) result was generated on a unicel dxc 800 synchron system for one patient sample. The initial glucm result was repeated in critical rerun mode and the rerun result was erroneously high. Subsequent repeat testing of the original sample generated a result that was lower and matched the original result. The repeat result was considered valid and reported outside of the laboratory. The erroneous high glucm result was not reported from the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. There were no issues with instrument glucm quality control (qc) or calibration results during the time frame of the event. No sample collection/handling information was provided by the customer.